Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one of the spade connectors on the motor batteries had come disconnected and the medtronic representative reconnected it. A system checkout was performed and the unit was returned to service. All batteries were reading proper voltages. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system powered off while in the hallway being transported to the operating room (or). There was no patient present when this issue was identified.